Event description:
The customer reported a speaker problem. It is unclear whether a speaker malfunction inop was displayed and if there was still sound coming from the device at the time of the reported issue. It is unknown if the device was in use on a patient at the time of the reported issue. No death, or patient/user injury or harm was reported.

Manufacturer narrative:
Phone number (B)(6).

Event description:
The customer reported a speaker problem. It is unclear whether a speaker malfunction inop was displayed and if there was still sound coming from the device at the time of the reported issue. It is unknown if the device was in use on a patient at the time of the reported issue. No death, or patient/user injury or harm was reported.